Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during staff classroom education provided by bd representative, the syringe module displayed "channel error and syringe calibration required" message. There was no patient involvement.

Event description:
It was reported that during staff classroom education provided by bd representative, the syringe module displayed "channel error and syringe calibration required" message. There was no patient involvement.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : medical device catalog #, medical device model #. Additional information : unique identifier (UDI) #, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the complaint that syringe module displayed "channel error and syringe calibration required" message was confirmed during log review and reproduced during laboratory testing. ¿ the event date was reported as 04 february 2025; time was not reported. ¿ the syringe module error log showed four (4) error codes 351.6760.0. (Syr_not_calibrated) on 04 february 2025 at 7:30 am, 8:03 am, 9:36 am and 12:41 pm. ¿ asm calibration and preventive maintenance tasks were performed, both tasks were observed to have completed successfully. The error ¿syringe calibration required¿ was not replicated again. ¿ the bd alaris¿ system with guardrails¿ suite mx user manual v12.3.1 states: ¿ the service manuals and system maintenance user manual are available from bd. System maintenance is used to perform a new device check-in, preventive maintenance tests, calibration checks, calibration, and other maintenance functions. ¿ there was no patient involvement. Note to service: device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the probable cause of the reported that syringe module displayed "channel error and syringe calibration required" message was attributed to error code 351.6760.0. The error code 351.6760 (syr not calibrated) is being attributed to improper calibration performed on the device.